Event description:
Pt had persistent vertigo following the implantation of the prosthesis. While the pt's hearing improved to normal levels, the vertigo did not disapate. In 2009, a revision surgery was conducted. The wire of the prosthesis was found to have separated from the shaft. Another superelastic piston was placed in the pt. Pt has recovered with nearly complete resolution of vertigo and continued improvement in hearing.

Manufacturer narrative:
No additional information is expected.